Manufacturer narrative:
Device evaluation: lens returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -7.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Conclusion: previous code is not applicable, this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4)